Event description:
The reported event was that a valleylab ft10 esu (electrosurgical unit) had abnormal firing sounds during the procedure. The procedure was completed with no patient injury. Reference report# mw5169976. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).